Event description:
It was reported that the 2.7mm/3.5mm locking compression plate (lcp) lateral distal fibula plate 4h/right/86mm hardware was removed due to pain. There was no surgical delay. The surgery was successful. This is report number 1 of 5 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lateral distal fibula plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.